Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) upon analysis it was reported that there was high battery impedance on the device. The device is part of the advisory for this model.

Event description:
It was reported that elective replacement was triggered due to the nightly impedance measurement and there may have been premature depletion. The patient was reported to be symptomatic to (B)(4) pacing mode. It was also reported that the device had cathode build-up. The device was explanted and replaced. No further patient complications were reported as a result of this event.